Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt has suffered extreme pain in her hip, causing difficulty ambulating and sleeping. It is further alleged that the device was failing and releasing metal ions into her body.